Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the device was inoperable due to the device not being charged and device communication was unable to be established. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.